Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event, as no product has not been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin leaked into the reservoir compartment of the insulin pump. No further info was provided.